Manufacturer narrative:
B3 date of event.

Event description:
A caller reported experiencing multiple occlusion alarms. This resulted in the customer's blood glucose level reading as "high," a specific value not provided. The customer performed a correction injection and declined further troubleshooting, opting instead to remove the pump and revert to injections.